Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, a non-emergency treatment was completed by using another system. The philips field service engineer (fse) visited onsite and analysed system log files. The analysis indicated amc errors. Further troubleshooting indicated issue with faulty amc. The fse re-seated the amc cables, reinstalled the software, and performed the necessary calibrations. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.